Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a false tachycardia episode due to undersensed r waves and oversensed electromagnetic interference. It was noted that the patient received an magnetic resonance imaging (MRI) on the same day. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.